Event description:
Additional information was received from the patient stating that they have not received a call from a manufacturer representative (rep). The patient reaffirms that the stimulation is not working where they are feeling pain. There is also soreness around the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that the mdt device has been working well but recently they've been feeling a lot more pain. Pt stated that the vibrations have gone down to their body. Pt stated that it used to be a little higher to where the pain was but it's no longer targeting the right area, and it has to be adjusted for them to feel the vibrations. Pt stated that the issue started probably about a month ago. Agent walked pt through changing groups; pt confirmed they only have 1 group (group a). Pt stated that they already tried to increase and decrease their settings however they still couldn't get their desired stimulation. Agent reviewed patient services role and redirected the pt to their managing hcp to further address the issue. Pt confirmed that they don't have a managing doctor as of the moment and they only see their pcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported needing an adjustment on the device since stimulation was not reaching their pain. Now in the last couple of days the patient was feeling soreness around the ins and did not know if it was infected.